Event description:
A nurse reports a possible posterior capsular tear during cataract surgery. Additional info has been requested.

Manufacturer narrative:
Evaluation including root cause determination is in progress.